Event description:
The medical center had an impella cp placed via the right femoral after the vv ECMO was also placed to the right leg, at the femoral vein. The team on the next day saw signs of limb ischemia. To treat the cold foot external bypass was placed. The limb improved. The patient remained on the impella support for two days, was then weaned and explanted.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No benchtop analysis is possible to root cause. Should the product be returned and root cause determined, a final report will be forthcoming. Of noted the IFU states the following: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿